Manufacturer narrative:
Product event summary: the partial lead returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported the patient developed a pocket infection and there was pocket erosion. The patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.